Event description:
It was reported that no alert/notification occurred. On (B)(6)2025, it was reported that the patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The day of the event the patient experienced loss of consciousness while the cgm reading was low. The alert for the low cgm reading would not have sounded. After the event occurred the cgm reading would have indicated 51 mg/dl, but the ¿actual value¿ was 30 mg/dl. The patient called an ambulance and was treated at home with intravenous fluids. No further treatment was reported to be needed. At the time of the report the patient was stable. No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no alert/notification occurred. On 09/26/2025, it was reported that the patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The day of the event the patient experienced loss of consciousness while the cgm reading was low. The alert for the low cgm reading would not have sounded. After the event occurred the cgm reading would have indicated 51 mg/dl, but the ¿actual value¿ was 30 mg/dl. The patient called an ambulance and was treated at home with intravenous fluids. No further treatment was reported to be needed. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that on the alleged incident date, 09/26/2025, at 04:55 am, the estimated glucose values dropped below the low threshold (60 mg/dl), and the app delivered an urgent low soon alert at 25% volume. At 05:00 am, the egvs dropped to the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts escalating from 25% to 100% volume until the alert was acknowledged at 06:30 am. The egvs remained below the urgent low threshold, but the app did not deliver additional alerts during the default 30-minute snooze duration. At 06:55 am, the egvs rose to 58 mg/dl, and the app delivered a low alert at 25% volume, which was acknowledged immediately. At 07:05 am, the egvs dropped to 54 mg/dl, and the app delivered an urgent low alert at 13% volume, which was acknowledged immediately. At 07:15 am, the egvs returned within range. No additional patient or event information is available.